Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia after a leaking insulin cartridge due to an incorrect loading process in which components were connected outside the ilet, and the issue was addressed through troubleshooting and education with a change to a teflon 6 mm infusion set. Symptoms included feeling spacey. Outcomes included no professional medical intervention, no assistance required, and no ketone testing. Investigation included telephone technical support and user education. Investigation of this case revealed user-related handling error leading to insulin delivery interruption from a leaking cartridge. It was concluded that the event was attributable to improper device setup and that device function was restored after corrective handling steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.